Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) on the home choice (hc) during peritoneal dialysis (pd), dwell 3 of 4. The home patient (hp) turned the hc off when he got the se and also took off the pd supplies. The hp was connected at the time of the alarm. Troubleshooting steps did not reveal a cause for the se. There was patient involvement. No patient injury or medical intervention was reported.